Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 occurred during the load process. The customer's blood glucose (bg) level was not impacted by the alarm; however, the customer experienced a low bg level of 44 mg/dl. Reportedly, an ambulance went to the customer and the emergency medical services tested the customer's bg level. A follow up with the customer indicated that they consumed candy and carbohydrates and that they have not experienced a low bg since the report.